Event description:
It was reported that the patient had an appointment with health care professional (hcp) in two days for a battery test. It was noted that the patient saw the hcp a couple weeks ago and the hcp did a urine test on patient and catheterized the patient. It was noted that the patient had a lot of urine retention and was concerned about the therapy. It was noted that the patient was concerned that they were going to be catheterized.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v315052, implanted: 2009 (B)(6); product type lead. (B)(4).